Event description:
The customer reported that approximately one inch of the coating came off the distal tip of the wire. The wire was being used through a balloon catheter when the wire got stuck inside the catheter. The lab technician felt the wire may not have been properly hydrated. The coating from the tip broke off inside the catheter during the fistulogram procedure. The catheter and wire were removed together without incident. There was no harm or injury to the patient reported.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The customer did not provide a lot number; therefore, a review of the device history record or complaint data base could not be done. A follow-up report will be submitted if more information becomes available. Evaluation method: other: device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted if more information becomes available.